Manufacturer narrative:
As received, the axium prime implant coil was found to be damaged and stretched with the polypropylene filament broken. The distal section of the implant coil was also found broken and not returned for analysis. Additionally, the axium prime pusher was found kinked at the proximal end. The implant coil was found to be damaged, stretched and broken. It is possible the damages to the implant coil occurred during the reported 2-3 repositioning during the procedure. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the coil was stretched during the procedure. There were not any friction or difficulty during testing or delivery. The patient underwent embolization treatment for an aneurysm. Reported device and any accessory devices were prepared as indicated in the IFU. No patient injury was reported. The continuous flush was administered during the procedure. The physician repositions the coil 2~3times during the procedure. Evaluation of the returned device found that the distal tip of the implant coil was broke and missing.

Manufacturer narrative:
Part g4: correction on manufacture aware date: this event was reportable base on the returned device condition. The correct aware date is 2019-10-25. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.